Event description:
Hill-rom rec'd a complaint on one of its excelcare bariatric bed frames alleging the CPR handle was broken. A hill-rom service technician performed an investigation, replaced the CPR handle and adjusted it to return function to the CPR assembly. This repair was found after a retrospective review of warehouse repairs booked in error and was processed as soon as it was reviewed and determined to be a reportable malfunction. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(4) 2009 indicated in mdr1045510-2009-00021.

Manufacturer narrative:
(B)(4).